Manufacturer narrative:
The customer returned strips for investigation. The returned strips were tested with a reference meter and a high level control sample. Testing results (qc range: 2.6 - 3.2 inr): qc 1: 2.8 inr, qc 2: 2.9 inr, qc 3: 2.8 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
This event occurred in (B)(6). The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 334499) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter questioned high inr results on different coaguchek xs meters compared to an unknown laboratory method. The customer provided discrepant results for 1 patient tested on coaguchek xs meter serial number (B)(4) compared to the laboratory. The result from the meter was 3.3 inr. The result from the laboratory was 2.5 inr. There was no allegation that an adverse event occurred.